Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal compounded morphine 25 mg/ml at 4 mg/day via an implanted pump. It was reported two months ago the patient was complaining of mild drug withdrawal symptoms and they noticed the expected residual volume (erv) was less than the actual residual volume (arv) when doing a refill. It was reported on the date of this report, the healthcare provider (hcp) did a catheter access port (cap) dye study and it was noted there was question the patient had a granuloma. The hcp was planning on refilling with preservative free normal saline and deliver this for a time. The rep was inquiring about treatment of granulomas. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2020-aug-31 indicated the hcp initially reported the information. It was noted during the dye study, they were only able to aspirate a small amount of fluid and it did not flow smoothly. Upon pushing dye through the catheter to check with fluoro, there was an intense amount of pressure and the physician was barely able to push medication through the catheter. He was able to push about 2 cc or dye. Upon review with the fluoro, they were able to see there were no leaks in the catheter, they filled the catheter all the way to the tip, but very little to no drug was coming out of the tip of the catheter. It was reported because of the intense amount of pressure, and the catheter not flowing properly upon aspiration/ pushing, and the dye not emptying the tip of the catheter as normal, they concluded the patient likely had a granuloma at the tip. Furthermore, it was noted a granuloma has not yet been confirmed and an MRI was being ordered to confirm. As a result, the cause of the withdrawal symptoms and volume discrepancy was not yet determined and was still under review. The rep reported they did not have access to the volume discrepancy information and the physician recorded it in his notes and informed the rep on 2020-aug-18. There were no environmental/external/patient factors that may have caused or contributed to the event. The cause of the event was not determined, but the hcp thought it may be due to her high morphine concentration (25 mg/ml). No additional actions/interventions were taken to resolve the event at this time. It was further reported the MRI was planned to confirm a granuloma. Depending on the results of the MRI, either surgical intervention would take place, or the physicians ¿would run ceiling to the pump for a week¿ or so to see if the granuloma would dissipate and flow of the catheter would resume. The catheter remained in use and the patient¿s weight was not provided. No further complications were reported.